Event description:
It was reported that patient (pt) got software problem on controller on friday an called manufacturer representative (rep) who "could not help them. "During call, software problem was already cleared and pt got no device found. Pt then got controller battery too low message when they pressed recharge. Tss informed the pt their ins was likely depleted and the controller would need to be charge prior to charging the ins. Pt got frustrated and disconnected cal. Tss could not gather serial number of controller or hcp because pt disconnected call. Patient called back and mentioned previously documented information. Patient mentioned they charged their controller for 2 hours but they still can't charge their implant. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Patient unlocked controller; controller showed no de vice found then connect the recharger. Agent instructed patient to start a charge session; implant went into passive recharge with numbers 97-97-97. Patient noted they tried the other day and it didn't do anything with the controller screen fluctuating. Agent asked and patient mentioned they charged their implant last week thursday when it quit working. Agent asked patient to do passive recharge assessment and the controller screen changed before patient was able to see the low to high numbers on the controller. Patient placed the recharger over their implant and the controller screen kept fluctuating the screen did not advance to the batteries screen. Agent reviewed device function. The issue was not resolved. An email was sent to repair to replace the recharger.  Additional information was received from a patient (pt). Patient called back and stated they received the replacement recharger, but it did not help. Patient stated they have tried going through passive recharge mode numerous times but keep seeing "unable to recharge." Patient was in passive recharge mode at the time of the call and was reading numbers 95-96-96. Patient again saw "unable to recharge." Agent reviewed with patient in person troubleshooting is recommended to further address this issue. Patient noted their rep never calls them back. Agent sent fyi email to patient's rep and advised patient follow up with their provider to further address the issue. Additional information was received from a manufacturer representative (rep). It was reported that it was unknown if there were any external/environmental/patient factors that may have caused or contributed to the patient not being able to recharge their implantable neurostimulator (ins). The rep reported that the patient is unable to get their unit out of passive recharge mode even after hours of trying. The cause was unknown. The rep has seen the patient in person and attempted passive recharge mode with them. It never returns to normal charging state. The issue has not been resolved and the rep advised the patient that they should consider replacing the implantable neurostimulator (ins). The information was also confirmed with a physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.